Event description:
It was reported that during a diagnostic procedure of the right coronary artery, the vessel became dissected. The physician deployed five stents to repair the artery. The pt suffered no adverse effects. The device was not returned for eval.